Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient attempted to send a merlin.net transmission. The implantable cardioverter defibrillator could not be paired with the merlin.net transmitter. No intervention was performed. No further information was available.